Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, foreign matter was found. The 99% stenosed target lesion was located in the right coronary artery. When the physician was opening the package of an encore 26 single inflation device a 2 to 3 cm hair was found inside the tray after the seal barrier was removed. There was no damage found to the shipping container. This occurred outside of the body with no patient contact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status it good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).